Manufacturer narrative:
The reported event of backup vvi mode was confirmed and the reported event of failure to interrogate was no confirmed. Interrogation of the device revealed the device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to a power on reset (por). After the device was restored from backup vvi mode, functional testing was performed. The backup operation due to por was reproduced when performing high voltage functions. The device was cut open, and battery voltage was found to be above elective replacement indicator (eri) level. Monitoring the battery indicated battery would deplete below end of life (eol) when performing high voltage functions and was unable to sustain normal load. The battery was sent to the manufacturer for analysis, and an internal battery anomaly of lithium clusters and silver contamination was revealed to be the cause of reported events.

Event description:
During an in-clinic follow-up, the device as found to be in backup vvi mode (bvvi). Technical support was contacted and the attempt to reset the device was unsuccessful and resulted in loss of telemetry to the device. The device was explanted and replaced. The patient was stable and will continued to be monitored.